Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument and completed the device evaluation. The instrument was analyzed and was found to have a broken grip cable at the grip hub. The cable was fully broken and nor only loose as reported by customer. There was no evidence of discoloration or corrosion/contamination on t cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional finding: the instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. The conductor wire insulation was damaged, but the wire was not torn or fully broken. Components adjacent to this damaged insulation do not show damage. The electrical continuity test passed. This continuity test was performed on each grip and current energy flow was detected across both grip tips.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the 8mm fenestrated bipolar forceps (fbf) instrument there was a broken or loose cable. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not collide with any other instrument or tool. No fragment fell into patient. There was no report of loss of cautery since the customer stopped using the instrument after the wire was disconnected. No arcing was observed. The procedure was completed robotically with the same da vinci system and with a backup instrument. The procedure was not delayed. No post-operative test was performed. There was no patient injury.